Manufacturer narrative:
H3, h6: the reported device was received for evaluation. The reported malfunction was neither observed during visual inspection nor duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The patient impact beyond the reported modified surgical procedure could not be concluded. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include 1) the tissue attempted to be suctioned was too large, thereby causing a clog. 2) insufficient suction pressure or saline flow to excavate tissue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the flow 90 wand didn't suction. There was a change in the surgical technique, a mini open procedure was done, without surgical delay. No further complications were reported

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the flow 90 wand didn't suction (B)(4), another flow 90 wand was used and didn't suction either (B)(4). There was a change in the surgical technique, a mini open procedure was done, without delay. No further complications were reported.